Event description:
It was reported that upon interrogation, the pulse generator exhibited backup vvi operation. Device software download was performed successfully and restored to normal function. No patient symptoms reported. It was noted that the patient had recently undergone a bypass surgery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.